Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "implant exchange with no complaint against the device". Healthcare professional later reported "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation: delamination of the diaphragm valve assessed as adhesive failure. Additional observations: white particles inside of the device. Crease flat observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "implant exchange with no complaint against the device". Healthcare professional later reported "deflation". Device has been explanted and replaced.